Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified de novo lesion in the distal right coronary artery. The patient presented with angina and an angiogram revealed the lesion was 95% stenosed. The vessel was pre-dilated using a 2.5 x 10 mm semi-compliant balloon. A 3.5 x 28 mm xience xpedition stent was implanted through a radial approach at 16 atmospheres. After stenting, fluoroscopy revealed a dissection at the proximal end of the stent. The dissection was successfully covered using another xience xpedition. There was no adverse patient sequela reported. No additional information was provided.